Event description:
After obtaining a blood sample from the patient, staff attempted to engage the safety mechanism by pressing the push button. The safety mechanism plastic adapter "exploded" with pieces of the device flying through the air and exposing the needle.